Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n306394, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient was having difficulty charging the implantable neurostimulator (ins). It was noted the patient had their 6 month checkup in (B)(6) 2013 and had difficulty recharging at that time. The reporter stated it was working but it took a lot of work and for the past month they had not been able to recharge. It was noted the patient usually recharged about every 2 weeks. It was further noted the patient was getting 0-2 coupling bars. The reporter stated a manufacturing representative told them the ins was deeper and it should be around 2 cm but their ins was about 6 cm. It was noted the patient¿s ins had moved around. It was further noted the patient was able to communicate with the ins, but could not get any coupling bars. It was noted that using antenna locate did not work. Additional information received reported the patient had an appointment scheduled with their hcp to determine if a revision is necessary. Additional information received reported the patient¿s appointment was scheduled for the end of (B)(6) 2013.

Event description:
Additional information received reported the patient was seen in the clinic on (B)(6) 2013. The patient reported that she was getting good relief of her facial pain with the stimulator. The patient had no complaints at the visit about issues with the stimulator. It was unknown if there were any abnormal impedance measurements. The patient had not expressed any problems to her healthcare provider¿s staff about the stimulator.